Event description:
It was reported that the patient felt there was no response when using the myptm to give a bolus. The patient experienced lack of effect and was admitted to the hospital. The patient was treated for abstinence symptoms and high blood pressure. Interrogation of the pump showed that a pump motor stall had occurred with no motor stall recovery. It was decided to replace the pump. The patient's outcome was unknown. The pump was used to deliver morphine.